Event description:
The customer had called regarding an error alarm. Troubleshooting was done and was advised that the pump will be replaced. In addition, the customer was hospitalized for hypoglycemia. No further details.